Event description:
A report was received that the patient's ipg had twisted on her side and does not easily moved back to flat position, that was causing discomfort. It was also reported that the patient was unable to charge the ipg. The patient will undergo an ipg revision procedure.